Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a leak. The device was filled with fluorouracil and normal saline. This was found during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured april 16, 2015 ¿ april 17, 2015. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the fluid in the bag was found to be an untightened non-baxter red luer cap. A functional leak test was performed by filling the device and manually attaching an in-house blue winged luer cap. The next day, no signs of a leak were observed from the device. Functional leak testing was also performed using the returned red luer cap, and no issues were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.